Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle would not work/function. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. Verbatim: drs. Office called on behalf of a consumer regarding clogged pen needle. Dr. Also tested the pen needle and noticed nothing came of pen needles. Only every 3rd pen needle worked. Occurrence-unknown; incident date-unknown. Pen needle information is unavailable.

Event description:
It was reported that an unspecified number of an unspecified bd pen needle would not work/function. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown . Verbatim: drs. Office called on behalf of a consumer regarding clogged pen needle. Dr. Also tested the pen needle and noticed nothing came of pen needles. Only every 3rd pen needle worked. Occurrence-unknown; incident date-unknown. Pen needle information is un available.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR review due to an unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10